Event description:
Contact is a visiting nurse who was at the home of a pt, while trying to remove that lancet from the lancing device she stuck herself. She did not place the endcap on the lancet before trying to remove it. The lancet was used, and the possiblity of contamination is unk.